Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention may include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2010, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On an unknown date, images showed 1 cm of aneurysm growth from 5.5 cm to 6.5 cm. Although images showed the most proximal end of the trunk-ipsilateral leg component was approximately 1 cm below the most distal renal, there was no evidence of a type I endoleak. On (B)(6) 2020, a reintervention was performed whereby 2 gore® excluder® aaa endoprosthesis aortic extender components were implanted to extend proximally to the most distal renal artery. The patient tolerated the procedure.